Event description:
It was reported that at device change-out, externalized conductors were observed via fluoroscopy. All electrical measurements were normal. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Internal insulation abrasion was found at 11-12.8cm from the tip electrode the re conductor etfe coating was found intact at this location.